Event description:
It was reported that the patient¿s pump stopped working and she does not see any doctors for care. The pump was used to infuse an unknown type of drug. No interventions, patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n184795016, implanted: (B)(6) 2009, product type: catheter. (B)(4).